Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a shoulder arthroscopy, the camera control unit hd 560p shut off. Since a back-up device was not available at the hospital, it had to be brought from the warehouse, which delayed the surgery for more than 60 min. The patient was not injured.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.